Event description:
It was reported that prior to an implant case when the mobile programmer application was used to interrogate the implantable cardioverter defibrillator (ICD), a permanent sand glass was displayed. It was further reported that there was no issue with the ICD as it was able to be interrogated by a different programmer. It was then implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the mobile programmer logs was able to confirm the customer comment that when the mobile programmer application was used to interrogate the implantable cardioverter defibrillator (ICD), a permanent sand glass was displayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.